Manufacturer narrative:
Event date was not reported, aware date was used as an estimate.

Event description:
It was reported that there was a hole in the fabric. It was reported via social media that one year post procedure it was noted that there was a hole/defect in the middle of the closure device.